Manufacturer narrative:
It was reported that during procedure tip of the sheath was ruptured. The dilator and sheath were returned to abbott and the investigation found that there was a damaged split noted at the tip of the dilator. No other anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the investigation findings, the dilator tip separation issue appears to be related to a potential product quality issue; therefore, an exception was initiated to further investigate this complaint. The primary root cause was related to the potential for the raw material to not homogeneously blend during the melt processing. This potential cause relating to the material characteristics of this material is the root cause of both the noted cracking and tearing.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2025, a 14f amplatzer amulet delivery sheath was chosen for a left atrial appendage closure (laac) procedure. During procedure, it was noted that the tip of the sheath was ruptured. A new 14f amplatzer amulet delivery sheath was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Event description:
N/a.

Manufacturer narrative:
It was reported that during procedure tip of the sheath was ruptured. The dilator and sheath were returned to abbott and the investigation found that there was a damaged split noted at the tip of the dilator. No other anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the investigation findings, the dilator tip separation issue appears to be related to a potential product quality issue; therefore, an exception was initiated to further investigate this complaint. The primary root cause was related to the potential for the raw material to not homogeneously blend during the melt processing. This potential cause relating to the material characteristics of this material is the root cause of both the noted cracking and tearing.